Event description:
It was reported by the customer that during a routine check, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found an issue with the volume cylinder, and replacement is needed. Repair is pending.

Manufacturer narrative:
E1 - event site name: (B)(6) upon completion of the investigation into this event a follow up report will be submitted.